Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested phenomenon of "black water was poured out due to excessive water ingress" was confirmed, but it was not possible to further identify what the "black water" was. As the biopsy channel had leakage, the user possibly could not conduct reprocessing properly and remove the material due to leakage from the biopsy channel. The instructions for use (IFU) state the following regarding the suggested phenomenon of e315: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Pertaining to the suggested event of "black water", the user can detect the event by handling the device in accordance with the following instructions for use (IFU): perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The user can reduce/prevent occurrence of the event "black water" by handling the device in accordance with the following IFU: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that e315 unsupported scope error was reproduced. Additional findings include the following: the endoscope poured out a large amount of black water due to excessive water ingress, water tightness was lost due to damage to the channel tube, the scope connector could not be connected securely due to corrosion on the plug unit, switch 1 / 2 had wear, the angle knob torque of the up / down knob at free exceeded the standard value due to wear of the angle wire, the control section had slight corrosion, and the leak check label had discoloration due to the fluid invasion inside of the plug unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope had an e315 unsupported scope error. The issue was found during installation and there were no reports of patient harm.